Manufacturer narrative:
This report is submitted on 10 dec 2020.

Event description:
It was reported that the patient underwent a revision surgery (specific date) is not reported. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2021 due to infection at implant site. This report is submitted on 18 march 2021.